Manufacturer narrative:
Additional information: b5 - the reporter stated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise. The cause of the event was reported as unknown. Lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports refractive surprise. Attempts to obtain additional information have not been successful.